Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the fluid was clenz which was coming from the probe wipe rinse module (vl110) during the probe rinse cycle. Fse replaced the drain tubing (which had a small pin hole) at the probe rinse block and re-secured rinse block to the probe wipe assembly. Fse also found debris buildup in vacuum tubing going to the vacuum regulator and flushed lines to remove the debris. No further leaks were observed. The cause of the leak is attributed to a pinhole in the drain tubing on the probe rinse block. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak of less than 5cc of clenz (cleaner) under the blood sampling valve (bsv) inside the drip tray during shutdown on a coulter lh 750 hematology analyzer. The leak was contained. The operator was wearing personal protective equipment (ppe) consisting of gloves, face protection and a lab coat at the time of the event. No injury or exposure was reported. No erroneous results were generated.